Manufacturer narrative:
E1: initial reporter address:(B)(6). The device was not received for evaluation, however, photographs of the sample were provided for evaluation. Visual inspection observed that the pbp and effluent lines were reversed. It was determined that an assembly error was made. The involved operator will be retrained. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a prismaflex m150 set, a "flow issue of pbp" was noted. It was further reported there was an internal air leak "issue" and an alarm was generated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.